Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving sensor scans ¿hi¿ (readings greater than 500 mg/dl) message and a 369 mg/dl when compared to an hcp meter results of 120 mg/dl and 119 mg/dl. The results, when plotted on a parkes error grid, fell into the "c" zone of the parkes error grid, indicating the difference in values to be clinically significant. The customer experienced symptoms of dizziness and a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who provided coca-cola as a treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving sensor scans ¿hi¿ (readings greater than 500 mg/dl) message and a 369 mg/dl when compared to an hcp meter results of 120 mg/dl and 119 mg/dl. The results, when plotted on a parkes error grid, fell into the "c" zone of the parkes error grid, indicating the difference in values to be clinically significant. The customer experienced symptoms of dizziness and a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who provided (B)(6) as a treatment. No further information was provided. There was no report of death or permanent injury associated with this event.